Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to moderate regurgitation. Based on the operative report, the patient was placed on cardiopulmonary bypass. A decompression catheter was placed through the right superior pulmonary vein. The right atrium was opened, and the atrial septum was opened through the residual 8-mm to 10 mm residual asd. This was carried toward the tricuspid valve, and with placing stay sutures in the atrium as well as in the septum, the surgeon was able to visualize the old prosthetic mitral valve. The sutures holding the old mitral prosthesis in place were divided, and the sutures were removed. The old prosthesis was shelled out of its fibrous surroundings. Once the valve had been removed, the valve annulus was debrided and surrounded with fifteen 2-0 ti-cron sutures with large pledgets. These were threaded initially though a 29-mm edwards pericardial valve. The valve was lowered into place after irrigating the ventricle, and sutures were tied and cut. The atrial was then closed primarily with 3-0 prolene, and the right atrium was closed with 3-0 pds. The patient was rewarmed and weaned from bypass and had stable vital signs with a paced rhythm; however, there was moderate mitral regurgitation present on the transesophageal echocardiogram. The surgeon did not feel this was satisfactory. The aorta was re-crossclamped and opened the aortic root to see if any of the sutures had caught tissue, making the valve regurgitant. The surgeon did not find any sutures causing any abnormality of the valve. The right atrium and atrial septum was then reopened, removed the subject pericardial prosthesis, and discovered that the annulus had been deformed by the deformity of the annulus partially created by the calcified atrial septum from a calcified atrial septal patch. The deformation of the prosthetic valve annulus is what causing the moderate regurgitation. The valve sutures and pledgets were removed. Fifteen new valve sutures were positioned and threaded to a 29-mm non-edwards mechanical valve. The valve was lowered into place. The patient was warmed and weaned from bypass without difficulty.

Manufacturer narrative:
(B)(4) = "the annulus had been deformed by the deformity of the annulus partially created by the calcified atrial septum from a calcified atrial septal patch." Unfortunately, the sample device was not returned, therefore, the root cause of the reported regurgitation could not be confirmed. Although the root cause cannot be confirmed, per the operative report, the surgeon "discovered that the annulus had been deformed by the deformity of the annulus partially created by the calcified atrial septum from a calcified atrial septal patch. The deformation of the prosthetic valve annulus is what causing the moderate regurgitation." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.